Manufacturer narrative:
Pump received with button error alarm and no button response due to flattened button dome switch. No moisture damage on the lcd board, motherboard, interface board, radio frequency board, motor, vibrator and battery tube assembly during visual inspection. Received with pump cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. (B)(4)

Event description:
Customer reported via phone call that insulin pump had condensation under display screen. Customer reported that as a result, insulin pump was beeping, vibrating and alarming with no specific alarm indicated. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced.